Manufacturer narrative:
Pinched wire connecting to cpu board.

Event description:
It was reported by service report that functions on the siderails and footboard don't work. No pt involvement or adverse consequences are reported.